Event description:
During preventive maintenance, a bobbin failure was discovered on the roller pump. There was no patient harm.

Manufacturer narrative:
Investigation found wear on device component. Component was replaced on-site and passed inspection.